Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of over 700 mg/dl. The customer stated that the last infusion set change was on (B)(6), 2011. The customer stated that he felt ill. The customer was vomiting and his glucose was going up. Then the customer was taken to the hosp. The customer was experiencing high glucose for the past four days. The customer was treated with an insulin drip while staying at the hosp. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the test passed. The customer stated that he will continue on drip therapy. No further info was provided.